Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind issue) issue. This complaint is being reported because the reported issue may result in long term cessation of insulin delivery to the patient. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: the pump's black box and alarm history showed no evidence of motor alarms. The ez-prime steps were performed correctly with no issue observed. There was no evidence of moisture on the internal components of the pump. Unrelated to the initial allegation, the battery compartment was cracked.